Event description:
The device is an infant radiant warmer (cosycot) which is mounted on a 4 leg base. No patient injury. Failure description: ball joint in base failed as a result of a bent pivot plate. The attending nurse who was present when it failed, mentioned she was attempting to raise the cot to perform an IV insertion on the patient at the time - there was no patient injury. As she attempted to raise the cot using the elevator switch, the rear of the cot did not come up and began to crack and groan followed by a pop. The cot didn't drop, but it did wobble slightly. She continued to attempt to elevate the cot until the front was fully raised. The bassinet had to be adjusted to keep it horizontal. The nursing staff continued to use the damaged cot until repaired the next day.

Manufacturer narrative:
Evaluation summary: cot was examined and repaired on site by f&p staff. The cot in question had a bent pivot plate and one of the actuator rods was broken at the ball joint. The elevator base of the cosycot infant warmer incorporates a pivot plate and actuator rods which form part of the mechanism allowing the warmer to raise and lower in height. Bending of the pivot plate may occur if the cot is overloaded with accessories. In some cases, a bent pivot plate can place eccentric load on the ball joints of the actuator rods. This may result in failure of the ball joint, which may cause the cot to lower unexpectedly in height. We have implemented an in-field corrective action to replace the current stainless steel pivot plates with stronger high tensile steel plates, which will not bend when overloaded. At the same time, we will be assessing the type and weight of accessories that customers are placing on their cots and highlight to customers the stated max load limits for the cot. This corrective action has been reported to the FDA district office.